Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient¿s blood glucose on that date was 308 mg/dl with difficultly waking up, extreme drowsiness, extreme thirst, and nausea. It was reported a cartridge compartment crack prevented the cartridge cap from securing properly. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. This complaint is being reported because the reported serious health event was attributed to a pump malfunction.

Manufacturer narrative:
Follow-up #1 date of submission 08/18/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump¿s black box showed the basal deliveries were appropriate per the user programmed basal rates. The cartridge compartment is damaged. A cartridge cap was not returned; a test cap was able to secure properly to the pump. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Unrelated to the complaint, a battery compartment crack was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.